Manufacturer narrative:
Since the subject device has not been returned, no investigation was possible. Based on the reported information, the issue seems to be caused by a component failure. The main origin could not be clearly established. No cause for the reported event could be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 13-may-2025, the transmitter remains constantly on "no network."